Manufacturer narrative:
Functional assessment confirmed the inner shaft would not advance or retract within the inserter shaft. Removal of the torque limiter confirmed the threads of the inner shaft were not engaging the threads of the shaft. The inner shaft was reassembled into the inserter shaft and was able to advance and retract as intended. The anchor was returned free from the inserter, nothing was observed to be broken on the body of the anchor. The anchor was placed back on the inserter and it was noted that the inner plug was broken at its distal end. The distal end of the inner plug remains within the anchor body. Dimensional inspection of the inner plugs major diameter and wall thickness confirmed it met print specifications. It appears that the torque limiter was rotated excessively counterclockwise causing the observed damage to the inner anchor plug. Excessive counterclockwise rotation can unscrew the inner anchor plug from the anchor implant, possibly resulting in a damaged anchor or the inner plug falling off the inserter and into the joint. No root cause related to the manufacture of the device can be established. (B)(4).

Manufacturer narrative:
(B)(6). No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during a procedure, the anchor broke upon insertion. The anchor was removed with an extraction tool and no additional bone holes were required to be drilled. No patient injury or complications were reported.